Manufacturer narrative:
(B)(4). Retainer ring: black. Unit passed the self test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. However, found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay and corroded battery tube. The p-cap, reservoir does lock properly.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked even if he was not doing a bolus and even after choosing different site. No harm requiring medical intervention was reported. The customer was declined with troubleshooting. The device will be returned for analysis.